Event description:
An alarm issue was reported with the adc device in use with a motorola g52 phone with android operating system version 13. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced "feeling low glucose" and was unable to self-treat, requiring treatment of sugar and juice by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss. Attempted to replicate the user¿s complaint using similar configuration of samsung galaxy a52, android 13, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a motorola g52 phone with android operating system version 13 and app version 2.10.1.10406. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced "feeling low glucose" and was unable to self-treat, requiring treatment of sugar and juice by a third-party. There was no report of death or permanent impairment associated with this event.